Manufacturer narrative:
On 11/17/2008, the pump has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was returned to the MFR from a funeral home. The cause of death and relationship of pt's death to implanted devices was not reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.